Manufacturer narrative:
Concomitant products: oxysept solution 07167x and neutralizing tablets 09081x, lot numbers unknown/not provided. Alternative report identification number: (B)(4). Device evaluation: an investigation could not be performed as the reported lens case was disposed of. The consumer's reported event could not be confirmed. Manufacturing record review: a review of the records could not be performed as the lens case lot number was not provided. Labeling review: the directions for use (dfu) were reviewed. The dfu adequately provides instructions, precautions, along with warnings for the proper use and handling of the product. Based on the investigation, no product deficiency was identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the oxysept container (lens case) started to grow mold after only one (1) week. Reportedly, this started happening when the new lens case was introduced. The consumer commented that they used the container according to instructions. They get a replacement lens case every three months, but have noticed that mold starts to grow within 1 week and only observed this issue since the lens case was changed to the new light blue/white model. The lens case is always emptied after each use, as soon as the lenses are removed. The lens case is open to dry. The lens case is stored at room temperature in the bathroom on the lava lab. A window is about 1 meter away. Consumer reports they currently suffer from teary eyes, though their ophthalmologist cannot find any cause. The mold appears as a lot of little black dots on the white part in the lid. However, it really only affects the lens case in the light blue/white parts and not in the gray/dark blue areas. The material is not available for investigation as it has been disposed of. No further information was provided. This reports represents the second of the two reported lens cases.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.